Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was unable to swallow the transesophageal echocardiography (tee) probe, thus the procedure was performed under fluoroscopy without tee. A watchman access system was positioned at the laa and a 24mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed, and release criteria were assessed. The tug test and compression were good. The shape of the closure device was marshmallow shaped. The closure device was released from the core wire. Later that day the patient developed leg pain. A computed tomography (CT) scan was performed which identified the closure device to have embolized to the aorta. Vascular surgeons were able to retrieve the closure device in the femoral artery and remove it surgically. The patient did well throughout the procedure and has been discharged.

Manufacturer narrative:
Procedural media was provided to aid in the investigation and reviewed by a medical director. Two abdominal computed tomography still images and 1 fluoroscopy still image from a linkedin posting were available for review. The abdominal CT images showed an embolized watchman flx closure device in the infra-renal portion of the abdominal aorta. The fluoroscopy still image showed the same. The available media is consistent with the reported embolization but does not provide indication for its cause.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was unable to swallow the transesophageal echocardiography (tee) probe, thus the procedure was performed under fluoroscopy without tee. A watchman access system was positioned at the laa and a 24mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed, and release criteria were assessed. The tug test and compression were good. The shape of the closure device was marshmallow shaped. The closure device was released from the core wire. Later that day the patient developed leg pain. A computed tomography (CT) scan was performed which identified the closure device to have embolized to the aorta. Vascular surgeons were able to retrieve the closure device in the femoral artery and remove it surgically. The patient did well throughout the procedure and has been discharged.